Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The motor assembly was replaced as identified in the investigation to address the insufficient drive of disposable.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was not running as fast as expected. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.